Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, that the large hem-o-lok clip applier instrument would not open properly. Part of motion was seized and unable to load clamps. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found that the failure analysis investigation could not replicate nor confirm the customer reported complaint. A large clip was installed into the instrument on 2 out of 2 attempts. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument failed the clip test. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional observations not reported by the site are that the instrument was found to have a loose grip cable at the distal end. For clarification a loose grip cable can cause the instrument to fail the clip test. The root cause of instrument grip cable loose is typically attributed to a component failure. A review of the instrument log of the large hem-o-lok clip applier (part # 470230-12 / lot # n10201117-0092) associated with this event has been performed. Per the logs, the instrument was last used on 11-22-2022. No image or procedure video was provided for review. The probable root cause that the large hem-o-lok clip applier would not open properly was not established based on fa. A large clip was installed into the instrument on 2 out of 2 attempts. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. The secondary finding did not contribute to the customer reported issue. This complaint is being reported based on the following conclusion: failure analysis confirmed a failed clip test with the finding of a loose grip cable. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.